Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not complete the air removal step prior to filling the cartridge. There was no reported adverse impact on customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained, and continued to use the cartridge.